Event description:
It was reported that review of an episode revealed multiple premature ventricular contractions leading to non-sustained lead noise detection. The patient was in good condition and no further episodes were observed. Follow-up will continue. No further information is available.